Event description:
According to the reporter, during a laparoscopic hernia repair procedure, the valve seal of the balloon was damaged and balloon was leaking. A new device was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the flapper valve was partially disengaged from the device. The lock collar was broken. The obturator was received. The inflation syringe was received. Pmv performed functional testing which noted that the trocar balloon was inflated; no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the partially disengaged flapper valve and broken lock collar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.